Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that (1) 512hn seal tore. Another 512hn was opened and used to complete the case. There was no consequence to the patient.